Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain and second neurostimulator for spinal pain. It was reported that per the patient they could not read the implantable neurostimulator (ins) that had been in overdischarge multiple times. It was asked but unknown when these multiple overdischarge occurred. The caller looked up the patient¿s registration status and found that the rechargeable had been explanted but the primary cell battery was still implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that it appeared that the issue was not with the battery but with the patient not being compliant with charging. The doctor decided a non-rechargeable battery was a better choice for the patient. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the patient had been replaced with a non-rechargeable device last year.